Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a blue screen and would no longer operate. The device was returned to nihon kohden america, where it was evaluated and the reported complaint was confirmed. The hard disk drives (hdd) were replaced to resolve the malfunction.

Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen and would no longer operate.

Event description:
The customer reported that the central nurse's station (cns) displayed a blue screen and would no longer operate.

Manufacturer narrative:
Details of the complaint on (B)(6) 2017, (B)(6) hospital reported the cns-6201a (pu-621ra sn:(B)(6) had the blue screen of death. The customer tried to boot from both drives individually but issue still persisted. Service requested repair: service performed the unit was cleaned and evaluated. The reported problem of "blue screen of death" was duplicated. Both hard drives were replaced and the unit was updated with software to address hard drive failure message (mtbex 039[a]-co-0281). The unit was tested per operator's/service manual and completed 24 hours of extended testing. The unit operates to manufacturer's specifications. 2 units 9000006111a hard drive, 250gb, cns-6201 (warranty). Investigation result the cns was placed into service on 01/30/15, which is almost 2 years prior to the reported issue. Nka repair center evaluated the device and the reported issue was duplicated. There was a failure of the hard disk drives (hdd). Customer's maintenance information on this device is not available. A review of device history found previously reported issues with the hdd or raid: (1) notification 300067742 reported (B)(6) 2016 in which customer reported blue screen on the cns. The hdd was replaced to resolve the issue. (2) notification 300063020 reported (B)(6) 2016 in which customer reported hd crashed. (3) notification 300063004 reported (B)(6) 2016 in which customer reported the unit went down. Hd was replaced. There appears to be a history of hdd failures for the unit. Performance and degradation of the hdd is affected by multiple factors such as storage, handling, use, and power conditions. Cns-6201a operator's manual provides customer with recommended use, storage, and handling of the device. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. A review of device history found no previously reported issues with the hdd or raid. For software versions 02-40 or earlier, there was a concern that the clinical user was able to close the error messages without replacing the failed drive. Per mtbex 039 [a] issued 04/25/16, a patch was created for software versions 02-40 or below which would have error message altered to not interfere with patient monitoring data, and to not be removed from the screen unless by a specific sequence of clicks. Per nkc DHR, the unit (pu-621ra sn: (B)(6) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not addressed by the user. Thus, it is likely that lack of device maintenance lead to both hard drive failures. Hard drives age was approximately 1 year at the time of failure. The repaired unit was returned to the customer on 02/07/18 and there were no further reported issues. Correction: b2. Outcomes attributed to adverse event: life-threatening - inadvertently checked on MDR initial. Deselected on follow up MDR report 001.